Event description:
Customer was hospitalized with dka and while in the hospital customer was on an insulin drip. Prior to hospitalization customer was vomiting. Troubleshooting performed and confirmed multiple "bad battery" and "low reservoir" alarms in memory. Family member also stated that blood glucose levels were high while customer still in the hospital.